Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2013 at 22:32 with complaints of nausea, vomiting, and syncope. Labs on admission were: ldh 688 u/l (107-206 u/l), bun 29 mg/dl (10-26 mg/dl), creatinine 1.22 mg/dl (0.50-1.20 mg/dl), pt 18.2 secs (9.8-12.0 secs), inr 1.8 (2.0-3.0), wbc 5.3 k/cu mm (4.0-10.0 k/cu mm), hgb 12.5 gm/dl (12.0-15.0 gm/dl), and hct 36.9% ( 36.0-45.0%). She was transferred to the ICU for follow up. On (B)(6) 2013 at 03:00 a CT, brain was done that revealed "possible small age-indeterminate left cerebellar infarction." The subject was taking asa 325 mg daily, digoxin 0.125 mg daily, amlodipine 5 mg daily, lisinopril 5 mg daily, toprol xl 12.5 mg daily, and coumadin 3 mg daily. A follow-up CT, brain, angio was done due to expressive aphasia on may 24 at 09:25 that revealed "unenhanced head CT shows evolving recent bilateral cerebellar infarcts with no hematoma or mass effect. There is no hydrocephalus, shift, or extra-axial collection." The nih stroke scale result was 3. Carotid doppler was done on (B)(6) 2013 at 20:20 that revealed: no significant evidence of carotid disease bilaterally. On (B)(6) 2013 a heparin drip was started at 10:00 at 400 units per hour and the hvad rpms were increased to 2800 from 2600 at 08:35. On (B)(6) 2013, the subject remains in the transplant ICU in good spirits with her husband at her side and was transferred to the acute care unit on (B)(6) 2013 at 0230 and was discharged home on (B)(6) 2013. Discharge labs were: hgb 12.8/hct 39.9/pt 20.8/inr 2.0/ptt 27.5. No additional information available.